Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the right lower extremity artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for few seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.